Event description:
Technical services received a call on (B)(6) 2012. Caller reported the patient came in for a follow up and the lv lead impedance was 1612 ohms taken (B)(6) 2012. On (B)(6) 2012 it was 1049 ohms. So there was about a 400 ohm increase in about three months on a chronic system. The lv pacing configuration is programmed lv tip to lv ring. Pacemaker clinician was concerned which is why the caller is calling. They will be bringing the patient back in two months to see if the impedance trend is still increasing. No adverse patient effects. Caller is working with dr. (B)(6). No additional information is available at this time. Lead remains in service. Lead was implanted (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).